Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips cannot be formed normally. A competitor's instrument was used to complete the case. There was no consequence to the pt.